Event description:
An operating room supervisor reported that during implantation of an intraocular lens (iol), it was noticed that the lens was damaged. The incision was enlarged to facilitate removal of the lens. Additional information has been requested.